Event description:
Hospital staff report that during an attempt to pace a pt in heart block, the device indicated connect electrodes and use of the device was inhibited. The pt had been placed on the device with both ECG electrodes and therapy electrodes attached. The device operator replaced the ECG electrodes and checked the therapy electrodes and all cable connections in an unsuccessful attempt to clear the message. A back up device was obtained, the same electrodes were used and care to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.